Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarms and the pump was hot to touch while charging. The pump was not exposed to abnormal temperature conditions. Reportedly, the alarms repeated while the pump was charging. Customer's blood glucose level was 269 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.